Event description:
It was reported that versacross rf wire was selected for left atrial appendage closure procedure. Prior to the procedure, the tip of the device protruding from the tip of the sheath when the rf wire got stuck. Resistance was felt during insertion. Thus the device was replaced and the procedure was completed successfully. No patient complication was reported.

Event description:
It was reported that versacross rf wire was selected for left atrial appendage closure procedure. Prior to the procedure, the tip of the device protruding from the tip of the sheath when the rf wire got stuck. Resistance was felt during insertion. Thus the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed. It was further confirmed that no damage was noted to the wire. The the distal tip of the wire was exposed past the distal end of the dilator/sheath when the wire got stuck. The wire not inserted or retracted through a metal introducer needle

Manufacturer narrative:
B5 describe event or problem field updated with additional information obtained.